Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change to black-black after the doctor retracted it. There was a lot of bleeding from the puncture site. It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Pulsatile flow was observed from the bleed-back indicator. The indicator window did not show any red color during retraction. After removal, the user pressed the deployment button outside the body, but it was quite hard. It looked completely different from how it usually feels when used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal (vcd) was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of the exoseal vcd. The patient had no infection disease. There was no problem with the patient. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no other anomalies were observed on it. No other anomalies were observed during the visual analysis. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not observed since the functional analysis could not be performed due to the device being received fully deployed. It was reported that the device was manipulated post procedure. No anomalies were noted on the specific components nor the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change to black-black after the doctor retracted it. There was a lot of bleeding from the puncture site. It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Pulsatile flow was observed from the bleed-back indicator. The indicator window did not show any red color during retraction. After removal, the user pressed the deployment button outside the body, but it was quite hard. It looked completely different from how it usually feels when used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal (vcd) was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of the exoseal vcd. The patient had no infection disease. There was no problem with the patient. Other procedural details were requested but were not provided. The device will be returned for evaluation.